Event description:
It was reported that the catheter was coiled up in the pt's back. The snap-on connection at the pump had spontaneously dislocated from the pump. X-rays taken immediately post-implant had shown that the catheter was properly positioned. The catheter was replaced. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.